Manufacturer narrative:
The referenced external percutaneous lead repair was reported under medwatch MFR report # 2916596-2016-00503. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 months. The device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced pump stoppages after having had an external percutaneous lead repair approximately 6 weeks prior. The patient was asymptomatic. System controller log files reviewed by the manufacturer's technical services representative showed pump stoppages and low speed hazard alarms while the lvad was connected to the power module. Submitted x-ray images showed no conclusive area of concern. The patient was placed on a non-grounded power module patient cable until a pump exchange was performed on (B)(6) 2016.

Manufacturer narrative:
The pump and the replaced portion of the percutaneous lead were returned for analysis. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or electrical shorts; however, visual inspection of the portion of the percutaneous lead that was internal to the patient revealed a breach to the insulation of the black wire approximately 9 inches from the pump housing, exposing the inner conductors. The observed wire damage appeared to be the result of repetitive movement in this area. Abrasions to the other wires were also noted. The wire damage could have resulted in the pump stoppages and red heart alarms that were confirmed through the analysis of the submitted log file. The remainder of the driveline was otherwise unremarkable. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.